Manufacturer narrative:
No patient was present. A medtronic representative went to the site to test the equipment. She noted that the system was not maintained properly as there were 100+ patient exams loaded on the system. She removed patient exams, archived and removed the core files, and then restarted the system. She confirmed that the system was running properly and fully functional. The software investigation found that removing the exams and core files from the system freed up system resources and resolved the reported issue. The software functioned as designed.

Event description:
A medtronic representative reported that the site complained about computer slowness. There were 100+ patient exams on the system with numerous core files. There was no patient present.